Manufacturer narrative:
The second device was reported under report 8043484-2020-00437. (B)(6).

Event description:
It was reported that the renasys touch device was showing error message 'blockage - canister full'. Canister changed and the device then showed the same error message 'blockage -canister full'. Nurses then ran through the quick reference troubleshooting guide, checking the dressing for air leaks and checking the tubing for any kinks or issues that may be causing the error message to appear. Tvn called and checked on dressing due to error message. The renasys touch device was then changed to an alternative device and again, a new canister applied, however after 30 mins the error message then reappeared. The patient suffered no injury but there was a delay greater than 2h changing canisters. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the devices, used in treatment, have not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If the devices are returned in the future these complaint will be re-assessed. On this occasion no batch details of the product were supplied, so we have been unable to conduct a review of the device history, however at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported events have been reviewed, revealing further instances which are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient.¿ it is possible in extreme cases that the alarm may trigger inadvertently.¿ in this instance, therapy will still be delivered. This investigation is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.